Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4)

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28x2.25mm, eccentric target lesion was located in the moderately tortuous, mildly to moderately calcified mid left anterior descending artery (lad). The lesion was predilated with a 1.5x9 balloon catheter at 12 atmospheres. After a 0.014mm non-bsc guidewire crossed the lesion, a 2.25x28mm promus element " drug-eluting stent was advanced and deployed in the lesion. Post dilation was performed using a 2.5x9 balloon catheter at 16 atmospheres. Following post dilation, the physician took a cine and it was found that the stent was deformed. The physician then took another promus element " stent to cover the damaged stent and the procedure was completed. No patient complications were reported.